Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer reported via phone call that the insulin pump alarmed button error. Customer came out of class when the alarm occurred. Customer does not recall any significant events leading to the alarm. Customer stated they thought it was the plastic case causing it but after test it there were issues found. Blood glucose value is unknown. Customer was advised the device would be replaced and agreed to return the product for analysis.